Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
On august 31, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 4 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 1.2 ml of teosyal rha 4 in the nose. The injection was performed using the retrotracing technique. One day after the injection, on (B)(6), the patient presented with skin discolouration, and two days later, small papules appeared on the nose. The injector's first hypothesis was that these reactions were being caused by an infection, for which he prescribed antibiotics. However, on (B)(6), one of our local medical experts was put in contact with the injector and diagnosed a mild vascular compromise. As the patient was in a different city, on (B)(6), she had a consultation with another one of our medical experts, who prescribed corticosteroids, and stated that the compromise would probably self-resolve. Finally, on (B)(6) 2023, we were informed that the patient had fully recovered without any further complications. Thus, this case was considered closed.